Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel xtra, 430cc silicone prosthesis experienced right sided capsular contracture grade iii, double bubble and bilateral ptosis postoperative. The issue was diagnosed through physical examination. As a result, the patient scheduled for right sided capsulectomy, bilateral mastopexies and bilateral replacements with 385cc mentor boost gel on (B)(6) 2026. This report relates to the left side. .

Manufacturer narrative:
Devices' photo evaluation completed on may 22, 2026:upon visual evaluation of the image provided in the complaint no apparent damage or visual no anomalies were observed.as the product involved in this complaint was not received, the device could not be analyzed according to our procedures.implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis.as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.manufacturer¿s reference number:(B)(4).